Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise. The health care professional (hcp) wanted to know about the markers of rvs in blanking and rvn. During the outpatient check the patient was lying on the couch and from the connected electrocardiogram (ECG) they noticed a change in morphology but there was no change seen on electrogram (egm). Technical services (ts) reviewed and stated that this could be due to dna that can generate noise markers without deflections on the associated egm and recommended to perform an ambulatory check of the device by following the troubleshooting options. The rvn marker indicated that the noise has been detected continuously for the last 340ms. Ts also recommended to perform x-ray imaging to verify the status of the system from the implant. This device remains in service. No adverse patient effects were reported.